Event description:
It was reported that customer pump had broken screen, with touchscreen described as unreadable and unresponsive, and no information was provided regarding any blood glucose values. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor confirmed that pump could start, charge, and connect to computer but had damaged screen, so replacement pump was provided while original device was awaited for further inspection.